Event description:
The facility representative reported a colleague infusion pump with a reported condition of "portions of the display are missing." It is unknown when this condition occurred in biomed service. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. This is involving a pump with software version 5.09.90 which is categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned a colleague infusion pump to baxter with a malfunction of "portions of the display are missing". During evaluation the reported problem was confirmed. This malfunction was reproduced. The root cause was not identified. This is a stay-in pump and will not be repaired at this time. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.